Event description:
It was reported that the right ventricular lead threshold began increasing since after the device change-out procedure last year. It was also reported that at a recent routine follow up appointment, there was no capture noted on the lead at maximum output. The r-wave value dropped from 5mv to 2mv. The lead was removed and replace. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was tissue present on helix. Performance data collected from the device and have analyzed the data. Std review - no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was tissue present on helix.